Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a successful registration was performed and poor accuracy within zones was seen. Touch registration was completed using refined landmark positions within very close proximity to each other. Resulted in successful registration, but the resulting accuracy was worse than the accuracy error value suggests (along with the zones). Steps to reproduce: 1) proceeded to registration task with image/exam that can be registered on (example resin head). 2) either modified autodetected fiducial landmarks to be within a few millimeters of a single landmark, or manually created landmarks greater than 10 millimeters (mm) apart (per software preventative feature) and then refined the positions of each landmark until they were close together - example used about 5 mm difference (around a single fiducial marker). 3) registered points with instrument of choice aligned with landmarks (4 landmarks used). Result: successful registration (all land marks green status). Additional interaction - selected verify registration task and observed inaccuracies outsides of the fiducial/landmarks where registration occurred, but still within the accuracy zones. In example provided for this defect, the instrument tip was traced along the bridge of the nose and down the right side of the nose next to the right eye, resulting navigated tip appeared several millimeters inside the head model and did not match actual instrument tip location. Workaround: don't position landmarks within close proximity. Reproducibility: always in this scenario. Impact: navigation inaccuracy even though error value was within acceptable limits, potentially high impact. The software shall enabled the user to edit landmarks. Additional information, but the addition of landmarks within a registration model had a 10 mm threshold where a new landmark could not be added within 10 mm of another landmark, however the fine refinement of the position did not have a distance between landmarks limit. There was no patient involvement.

Manufacturer narrative:
H6) the software investigation analyzed the issue and videos shared. Reproduced the scenario in-house and observed that the behavior is because the points collected are not unique and system will not have enough data to determine the orientation and anatomy. The application only uses matched points to solve the error model. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.